Manufacturer narrative:
Service was dispatched on (B)(4) 2010 and multiple parts were replaced or repaired. It was also identified that two dispense probes were installed in reversed order. This was corrected. Despite these repairs the system check failures, specifically the washed portion of the assessment which measures the reaction vessel aspiration effectiveness, persisted. On (B)(4) 2010, customer technical services coordinated the replacement of the aspirate probe peripump tubing. The precision of the washed portion of the system check assessment improved markedly and the system check passed all specifications. Hardware is the probable root cause for this event. Tubing was not returned for investigation.

Event description:
The customer reported ongoing system check failures with unacceptable %cvs (coefficient of variation) results on the unicel dxc 600i synchron access clinical system, beginning in (B)(6) 2010. The customer was repeating the system check procedure to obtain values within acceptable specifications. The customer indicated that there were no erroneous results released from the laboratory. Hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event.